Event description:
This information is a duplicate report of MFR. Report #1644487-2008-01506. Any additional relevant information obtain will be reported in MFR. Report #1644487-2008-01506.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results showed high lead impedance (dc dc 7). X-rays have not been taken to date. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. Review of the available programming and diagnostic history showed that high lead impedance was first observed on (B)(6) 2008. No known interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.